Manufacturer narrative:
It was not confirmed whether the device will be returned for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) and submitted medwatch (B)(4).

Event description:
The customer reported that when using an evis exera ultrasonic bronchofibervideoscope, there was a no image issue noted (when connected to the evis eus endoscopic ultrasound center) during preparation for use. There was no patient harm reported with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.